Event description:
During a remote follow up, it was reported the device was unable to be interrogated using bluetooth (ble) telemetry. An in clinic follow up in anticipated for further investigation but has not yet been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of an inability to pair the mobile application to the implanted device was unable to be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.